Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump did not alarm no delivery after discovering that the cannula was bent. Customer does not recall any significant events leading to the error. Customer's blood glucose was 425 mg/dl at the time of incident. Customer indicated that she did not have tubing clamps and was unable to complete troubleshooting. Customer was advised that clamps would be provided to her and to call back when they are received. No further information was provided.